Event description:
The customer reported a battery that failed to be recognized after charging for 24 hours that also failed the operational check test. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a battery that failed to be recognized after charging for 24 hours that also failed the operational check test. There was no reported pt involvement. This complaint is still being investigation. A f/u report will be submitted upon completion of the investigation.